Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the rep met with patient in healthcare professional (hcp) office on (B)(6)2017 to perform physician recharge mode (prm). One prm did not wake up battery so a second one was performed. Battery then began to take a charge and patient was working on getting battery fully recharged but really wanted to have a battery replacement scheduled to change device to a non-rechargeable battery. Patient did speak with their hcp about this in the office and that the plan was underway. The device was in overdischarge. The cause of an overdischarge was failure to charge batteryin a timely manner. The hcp spoke with patient about option of a non-rechargeable battery and patient really wanted that option. The issue was resolved at the time of the report. No symptoms were reported and no further complications were reported/anticipated.

Event description:
Additional information was received from the rep. It was reported that the weight of the patient was not reported at the appointment so it could not be obtained. The hcp had already dictated a note in the patients chart to have the battery changed to a non-rechargeable battery but it was not scheduled.